Event description:
It was reported that: "after the trial reduction when the doctor dislocated the hip, the effective head trial remained in the adm cup. The surgeon was unable to extract the effective head trial and used a gelpi retractor in order to remove it by inserting the retractor into the cavity and expanding the retractor in order to get purchase on the walls which then enabled him to extract the effective head. The trial was damaged in the effort to remove it. The doctor stated that it would be beneficial to have a removal tool."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.